Manufacturer narrative:
(B) (4).

Event description:
The pt was hospitalized two weeks ago. During that time the pt was due to be refilled. The pump was supposed to have been refilled, but it turned down from 400 micrograms to .03 automatically. The pt went through withdrawals over a weekend and shook for 3 days. The pump was then filled. The drug being administered via the pump was baclofen. Additional information has been requested.